Event description:
A nurse reported a system message displayed and the system locked during a procedure. The case was completed using an alternate system. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and did not confirm the customer reported ¿draining cassette¿ system message (sm). The company representative did find two other system messages in the system¿s event log. The company representative replaced the communication cable w5 and the air/fluid controller printed circuit board assembly (pcba). The system was tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps would not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause could not be determined conclusively. (B)(4).